Manufacturer narrative:
Concomitant medical products: product ID: 8709 ; serial# (B)(4) ; implanted: (B)(6) 2011, product type: catheter . Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4) , ubd: 15-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (1 mg/ml at 0.46 mg/day) and bupivacaine (0.9 mg/ml at 0.42 mg/day) via an implantable pump for non-malignant pain, chronic low back pain, and spinal pain. It was reported that in about (B)(6) of 2020 the patient reported having no pain control and had gone to hospital in the past. The healthcare provider (hcp) filled the pump on (B)(6) 2021 and had a normal fill where they got back what was expected. On (B)(6) 2021 they were expecting 4 ml and got back 23 ml. In the last two weeks the patient had a dye study and they were not able to aspirate. Today, the hcp was there to check the reservoir volume and they got back 27 ml (expecting 26.1 ml).it was theorized that the previous attempt to aspirate could have dislodged a potential occlusion since there was a smaller volume discrepancy today at the check. The patient's symptoms still had not improved. Technical services reviewed to consider trying a therapeutic bolus if deemed appropriate. The hcp stated they had also tried going from simple continuous to flex mode. Confirmed that no programming error would have contributed to the volume discrepancy on (B)(6) 2021.